Manufacturer narrative:
Device 1 of 2. E1: complainant city: (B)(6). Complainant state: taiwan. Complainant country: taiwan, province of china. Name of affiliation: dragon pharmaceutical co., ltd. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The distributor reported that the dressings cannot absorb the exudate. The product was used. Photographs depicting the issue were received from the complainant.